Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the cath lab that when they were injecting contrast dye the catheter split. The first response to the requested psi amount was told to be 600-1000 psi. The sales representative was told they were within the instructions for use for injection of dye, but when he asked the people who did the injection they said they used 600 psi. Then, when told of the 540 psi limit they said that they used that amount. There is no patient death, injuries or complications.